Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. Subsequently, the pump shut off due to low battery power. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. During follow up, the customer reported that the pump was not charging despite use of multiple usb cables. The customer had manual injections available as alternate insulin therapy.